Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. While the caller followed proper loading techniques under the guidance of technical support, the issue persisted as the cartridge alarm recurred, preventing successful loading and resumption of insulin therapy. Consequently, the decision was made to replace the pump. Customer reverted to an alternate method of insulin therapy.